Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit, and found the problem to be the 5000 hours pm kit and safety disk which were replaced to correct the issue. Unit passed all functional and safety test per factory specifications. The unit was then released for clinical use now. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during a routine check performed by the customer it was observed that the cs300 intra-aortic balloon pump (iabp) was giving an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.